Event description:
IV medication administration tubing with a hole in it. Hook up to patient and medication (prolastin) leaked out then blood backed up into tubing. Bd alaris pump infusion set with back check valve (B)(4). Lot (10) 19073271.